Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had felt stimulation at their implant site and had since they had gotten the implant. The patient stated there had been times that they felt stimulation in their bike seat area, but they did not feel it in the bike seat during the call. The patient stated they usually felt stimulation as comfortable and that stimulation didn¿t hurt all the time, but when they were in certain body positions such as laying down/bending over/crouching the stimulation would become uncomfortable. It was reviewed how body positions can affect stimulation sensations and reviewed that it could be decreased to a comfortable level. The patient was redirected to their healthcare provider to tell them they were feeling stimulation outside the target area, and to discuss a program change. It was noted that their next appointment was in (B)(6) 2019. No further complications were reported.